Event description:
The event is reported as: water did not circulate which caused the circuit to flood. The pt was being mechanically ventilated. The respiratory therapist had to bag the pt (provide additional oxygen delivery) while changing out the equipment.

Manufacturer narrative:
Lot number 03186, this is believed to be a lot number for a component in the concha pak kit. At the time of this report, the device sample was not returned for evaluation.